Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
During surgery the tip of the screwdriver broke off in the patient's glenosphere. The tip was firmly edged in the glenosphere and the tip was flush. The tip was left inside the patient as it couldn't be removed despite several attempts using different methods by the surgeon (frazier sucker, dental pick, drilling and burring). As a precaution the surgeon placed bone wax in the hole in the glenosphere over the broken tip to prevent the piece moving if it came loose later. The surgeon has requested advice from the manufacturer as to whether there is any way to remove the broken screwdriver tip if the patient requires a future revision.